Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.

Event description:
It was reported that the pulse generator exhibited high impedance, loss of sensing, and loss of pacing. The lead was able to be pulled out from the header without loosening the setscrew. The device was explanted.